Manufacturer narrative:
(B)(6). (B)(4). The subject device was implanted and was not returned for evaluation. No lot information was provided, therefore no review of the device history records was possible.

Event description:
The patient received resorbable bone void filler during a right shoulder procedure. The patient subsequently experienced "increased pain and swelling, with decreased range of motion of the right shoulder and incision site." "Necrotic bony discharge" from the wound site was reported. Four irrigation and debridement procedures were subsequently performed: at 6 weeks post-op, 4 weeks later , then at 2 weeks and 2 weeks. The patient was treated with antibiotics and pain medication, and his wound was reported as stabilizing.